Event description:
Procedure type: spinal surgery - one level l5-s1 fusion. According to the reporter: the screws were implanted three years ago. After three years, two of the screws broke. A revision surgery was performed in 2009 to remove the screws. The screws that were in l5 vertebra were explanted from the pt. The threaded portion of the screw remains in the pt at the s1 vertebra.